Manufacturer narrative:
Product ID 377760 lot# v011195, implanted: 2006 (B)(6), product type lead product ID 377760 lot# v006162, implanted: 2006 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID 37742 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient¿s stimulator was replaced because, it was not charging anymore.